Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2017. A product experience report was received on 9/26/2017 stating that the atrial lead had high thresholds. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)